Event description:
According to the customer, the monitor results were inaccurate causing his physician to increase his "medication".

Manufacturer narrative:
According to the customer, the monitor results were inaccurate causing his physician to increase his "medication". The customer reported after his medication was increased, he had two incidents of "hypotension". The customer reported, the first occurrence of hypotension he did not seek any medical attention. The customer reported, the second occurrence of hypotension he went to urgent care, and it was discovered that the device was about "70 points off". The customer reported the urgent care center decreased his medication as a result of the hypotension. No additional information is available at this time. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.